Event description:
Per complaint (B)(4), the patient suffered an infection of the surgical bed, which led to the removal of the implant. Fibro-integration of the implant was detected during the clinical procedure.